Event description:
It was reported that review of stored electrograms revealed multiple episodes of noise version and high ventricular rate. Oversensing of noise on the ventricular lead resulted in pacing inhibition; lead fracture was suspected. The lead was evaluated for possible fracture; chest x-ray did not show lead fracture. Patient experienced dizziness and light headedness. Noise could be reproduced with pocket manipulation and isometrics. Programming changes did not resolve the issue. The lead was capped and replaced on (B)(6) 2017.